Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a bag of potassium 20 meq/50 ml dripping faster than normal with the pump rate at 55/hr. The tubing was set up correctly from the secondary to primary. However, the drip chamber on the primary line was full, then even with the pump off the secondary bag continued to drip filling up the drip chamber of the primary line. The pump and tubing had been taken and pump would be sent to the biomed. The event happened during testing in the oncology unit department. There was no patient involvement. No additional information is available